Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and (B)(4) cannot be conclusively determined. The patient was implanted on (B)(6) 2019 and expired on (B)(6) 2019 due to patient condition. The account communicated that heartmate 3 lvas, serial number (B)(4), operated as intended and will not be returned for evaluation. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported through patient outcome that the patient was expired on (B)(6) 2019, 2 weeks after the lvad implant. Per vad coordinator, the patient was expired due patient condition, the device operated as expected and will not be returned for evaluation. No additional information was reported.